Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working properly. The customer¿s blood glucose level was 10.7 mmol/l. Customer also reported the buttons were coming apart. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The initial report was submitted.. The correct date and fa findings have been updated. Unable to verify audio/vibrate anomaly, unexpected battery power loss alarm or pump error 63 alarm due to missing keypad overlay. Unable to perform displacement test, sleep current measurement, active current measurement, and self test due to missing keypad overlay. Unit received with missing display window cover, scratched case and missing keypad overlay.

Manufacturer narrative:
The initial report was submitted with missing information. Updated. The device passed displacement test. The device was received with missing display window cover and peeling keypad overlay.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test.